Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = yes condition. The battery voltage was measured at 2.703 volts, and the memory locations on the generator indicated that 99.221% of the battery had been consumed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the pulse generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
The explanted generator was received but product analysis is still underway. Further information was also received indicating that the reported increased seizures were below pre-vns baseline levels all diagnostic values were within normal limits.

Event description:
Patient presented with low battery and an increase in seizures and was referred for a battery replacement. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.